Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported failure to activate issues and inflation issues cannot be established as the product is not available for analysis. Device history records (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) device on march 22. Although the prosthesis worked well in the operating room and during the first two visits, afterwards it was no longer possible to inflate, the patient was re-anesthetized and with the presence of the boston representative, compressing the sides of the pump, it was possible to activate the prosthesis during the visit and again the next day, but from then on it, was no longer possible to start because the pump does not start. Physician believes the pump should be replaced, if only the pump is possible to avoid opening the corpora cavernosa, if it is not possible to make these connections safely, the entire prosthesis should be replaced.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) device on (B)(6) . Although the prosthesis worked well in the operating room and during the first two visits, afterwards it was no longer possible to inflate, the patient was re-anesthetized and with the presence of the boston representative, compressing the sides of the pump, it was possible to activate the prosthesis during the visit and again the next day, but from then on it, was no longer possible to start because the pump does not start. Physician believes the pump should be replaced, if only the pump is possible to avoid opening the corpora cavernosa, if it is not possible to make these connections safely, the entire prosthesis should be replaced. The patient underwent a procedure in which the pump was explanted.

Manufacturer narrative:
Investigation summary based on the information available, boston scientific concludes that the visual examination of the pump did not identify any leaks in the component; however, the functional testing performed showed that the pump failed the activation test. Based on this observations, the reported allegations of mechanical issue, inflation issues and failure to activate were confirmed. Device history records (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump did not identify any leaks in the component. Functional testing of the pump showed that the component failed activation test, as it required more than 8 lbs of force to activate. This observation could affect the functionality of the device. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Investigation summary based on the information available, boston scientific concludes that the visual examination of the pump did not identify any leaks in the component; however, the functional testing performed showed that the pump failed the activation test. Based on this observations, the reported allegations of mechanical issue, inflation issues and failure to activate were confirmed. Device history records (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump did not identify any leaks in the component. Functional testing of the pump showed that the component failed activation test, as it required more than 8 lbs of force to activate. This observation could affect the functionality of the device. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) device on (B)(6). Although the prosthesis worked well in the operating room and during the first two visits, afterwards it was no longer possible to inflate, the patient was re-anesthetized and with the presence of the boston representative, compressing the sides of the pump, it was possible to activate the prosthesis during the visit and again the next day, but from then on it, was no longer possible to start because the pump does not start. Physician believes the pump should be replaced, if only the pump is possible to avoid opening the corpora cavernosa, if it is not possible to make these connections safely, the entire prosthesis should be replaced. The patient underwent a procedure in which the pump was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.